Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this pacemaker and non-boston scientific right atrial (ra) and right ventricular (rv) leads reported feeling unwell. On the date in question, an episode was stored showing noise consistent with electromagnetic interference (emi) that was oversensed, resulting in pacing inhibition. The patient underwent an magnetic resonance imaging (MRI) scan the following month, and it was observed that the ra and rv lead pacing impedance measurements had increased following the scan. About one week after the MRI, the patient again felt unwell, and a pacemaker mediated tachycardia (pmt) episode was stored by the device. Technical services reviewed the available data and stored episodes. There were no device faults or errors stored. The noise episode in july was consistent with external interference. The pmt episode showed small deflections on the rv rate egm. This was because of the big amplitude events that were causing the gain to adjust to a value where lower amplitudes were seen as an almost flat egm. Technical services recommended more extensive troubleshooting with patient movements, posture changes, and isometrics, while taking multiple lead impedance and threshold measurements, to ensure appropriate pacing capture. The sales representative had reported the physician suspected an issue with the non-boston scientific rv lead, and that initial troubleshooting did not reproduce any noise. No adverse patient effects were reported. The device remains implanted and in service.